Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the lead was unable to be implanted. The physician does not know if it was due to the patient's anatomy or a lead malfunction. A new lead was replaced. The patient was stable.